Event description:
On (B)(6) 2017, a 26 mm amplatzer septal occluder (aso) was implanted to close a secundum atrial septal defect in a patient with a greater than 2:1 qp:qs with a shunt fraction of 2.2. The patient had dilated right heart chambers. With the support of a physician proctor, the defect was sized at 20-21 mm with a 24 mm amplatzer sizing balloon. A 22 mm aso was attempted but could not get the left atrial disc to capture so the device was upsized to a 26 mm aso using a 10f amplatzer torqvue 45 delivery system. This was advanced through the sheath and with some difficulty the user was finally able to capture the left atrial disc and the aso was deployed in good position. There was good capture on the septum primum. There was some deficient rim around the aorta, but there appeared to be good tissue capture on both sides and the device appeared to be secure. There was no residual shunt. Post operatively, the patient was reported to be stable. A post-operative echocardiogram was done and the aso was present and appeared stable, with no color doppler evidence of interatrial flow. The patient was discharged home on (B)(6) 2017. At an unknown point in time, information was reported that the patient had passed away secondary to cardiac tamponade believed to be related to erosion. A copy of the death certificate or autopsy has not been made available.

Event description:
On (B)(6) 2017, a 26mm amplatzer septal occluder was implanted in a procedure supported by a physician proctor without incidence. At an unknown point in time, information was reported that the patient had passed away secondary to due to cardiac tamponade believed to be related to erosion. Additional information has been requested.